Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator experienced difficulty being interrogated. Additional information was requested from the field in which no further information was obtained. The device remains in service. No adverse patient effects were reported.